Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer¿s device verified the reported issue. It was determined that the cause of the reported issue was due to the power pcb assembly, however the device could not be repaired. The device will be replaced under a replacement program.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.